Event description:
Additional information was received from the consumer. It was reported that the patient started on group a then ended up switching to group b. The patient stated he saw some improvement in his mobility, but reported that all of a sudden he would get really sharp pains that felt like the ones he had when he had a herniated disc. The patient reported he switched to group c and had only tried it for about 15 minutes but would see how it went. The patient also reported having issues with charging. He stated that on group a he could recharge in 45 minutes, but it took him longer on group b and it took forever to charge the last 25%. After 2-3 hours, he still could not get it fully charged. The patient stated he was going back to group a because there was not much difference in the effectiveness of the 2 groups and he wanted to be on the group where he didn¿t have to charge as much. The patient also reported that his ins would deplete at night even when off and would go from 80-90% down to almost empty. The patient was to follow-up with his healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported they were not getting enough therapeutic benefit from their stimulation since the same date as the implant. They were only getting 20-25% relief and were still unable to walk more than (B)(6) feet. It was noted the reason for getting the ins was to help with pain in their spine that radiates down their legs causing mobility issues. They were redirected to their doctor to schedule an appointment with a manufacturer representative to check the device and do programming.